Event description:
It was reported that the night prior to the report the patient was sitting on the couch and felt like it just quit. Stimulation came back on by itself after 10 minutes. The morning of the report around 11 it quit again and the patient was unable to feel any stimulation. Now, she could feel it from her hips a little bit but didn¿t feel it down her leg or down her back. It was noted the patient didn¿t use stimulation at night and the battery was set up for longer battery life and was set up on a different frequency. It would come on about 10 minutes afterwards and then she would feel it in the hips. Stimulation was typically down the legs to the big toe. The patient did not check it with the controller to see if was actually on or off but would check that. It was noted the battery had only been lasting 4-4.5 years and the current battery was set up to save battery life. The patient later reported they received assistance from their doctor or manufacturer¿s representative (rep) on(B)(6) and their concerns were resolved. The healthcare provider (hcp) further noted that impedances were all within normal range. The cause of the event was determined to be the implantable neurostimulator (ins) was at end of service (eos). Battery replacement was scheduled for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID: 74001, lot# n319880, implanted: (B)(6) 2012, product type: adapter. (B)(4).